Event description:
It was reported that during use with 2 lots of bd vacutainer® k2e / k2 edta blood collection tubes the caps were damaged and stopper would come out of tube and blood leakage occurred. Patient information or impact was not reported. The following information was provided by the initial reporter, translated from spanish to english: in molecular biology area, two samples were being handled in edta tubes, in which they were opened and when recapped it was noted that they didn't close correctly. Finally, at the moment of manipulating the sample, the stoppers came off and blood spilled on the coat.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2259111. D.4. Medical device expiration date: 31-jan-2024. H.4. Device manufacture date: 16-sep-2022. D.4. Medical device lot #: 2321417. D.4. Medical device expiration date: 29-feb-2024. H.4. Device manufacture date: 17-nov-2022. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 2 lots of bd vacutainer® k2e / k2 edta blood collection tubes were difficult to pierce through stopper and blood leakage occurred. Patient information or impact was not reported. The following information was provided by the initial reporter, translated from spanish to english: in molecular biology area, two samples were being handled in edta tubes, in which they were opened and when recapped it was noted that they didn't close correctly. Finally, at the moment of manipulating the sample, the stoppers came off and blood spilled on the coat.

Manufacturer narrative:
The following fields have been updated with corrected information: b.5. Describe event or problem: it was reported that during use with 2 lots of bd vacutainer® k2e / k2 edta blood collection tubes were difficult to pierce through stopper and blood leakage occurred. Patient information or impact was not reported. The following information was provided by the initial reporter, translated from spanish to english: in molecular biology area, two samples were being handled in edta tubes, in which they were opened and when recapped it was noted that they didn't close correctly. Finally, at the moment of manipulating the sample, the stoppers came off and blood spilled on the coat. H.6 imdrf annex a codes: a150206 a0504. H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos show a tube being held upright. The photos do not show the customer¿s failure mode. Additionally, 100 retention samples from bd inventory were evaluated visually inspected with no issues being identified. 10 retention samples were draw tested with all weights being within specification limits. No issues with the stopper being difficult to insert or the stoppers popping off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.